Manufacturer narrative:
It was reported that a patient, underwent an ablation procedure for atrial fibrillation with a smart touch® sf bi-directional navigation (stsf) catheter, and a clot issue occurred. During the procedure, the thermocool smart touch sf bidirectional catheter had thrombus on the tip. The biosense webster inc (bwi) product analysis lab (pal) received the device for evaluation. The investigational analysis was completed (B)(6)2020. The device was visually inspected, and the top surface of the catheter dome was observed covered with dark brown material. During a second closer inspection it was found in good conditions. No thrombus was found on the tip. It could have been removed during decontamination process. Electrical testing was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. A cool flow pump test was performed, and it was found within specifications. The catheter was irrigating correctly. No irrigation issues were observed. The customer complaint has been confirmed. The root cause of the thrombus reported by the customer could be related to the usage of the device during the procedure. However, this cannot be conclusively determined. Manufacture reference no: pc-000637482.

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).

Event description:
It was reported that a patient, underwent an ablation procedure for atrial fibrillation with a smart touch® sf bi-directional navigation (stsf) catheter, and a clot issue occurred. During the procedure, the thermocool smart touch sf bidirectional catheter had thrombus on the tip. A smartablate generator was used. The issue was resolved by changing the stsf catheter to another one. The procedure was completed without patient's consequence. The observed clot issue has been assessed as an MDR reportable malfunction.